Event description:
It was reported that balloon rupture occurred. A 10.00mmx2.50cm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.